Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-10028. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that this reported issue is likely caused by unexpected stress was applied to the cable due to user handling (twisted cable) and the cable unit failed. Olympus will continue to monitor complaints for this device. The biomedical engineer at the user facility reported that the event date remains unknown as it occurred several months ago. No further information was provided. As stated on the IFU and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
The device was returned to olympus for evaluation. Service confirmed the cable was damaged and generated an intermittent image. The device was repaired and returned to the customer. A supplemental will be submitted if additional information becomes available following investigation. Handling of the device is described below in the instruction manual, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable". An olympus (B)(4) CAPA has been opened to manage the actions related to remediation of this late MDR reporting.

Event description:
The customer contacted olympus to report a device malfunction observed during preparation for use. The camera head presented intermittent images. There was no patient involvement.